Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that patient underwent a posterior fixation spinal procedure at t12-l3. The pedicle screws were implanted, x10 crosslink was also implanted at l1-l2. The implanted crosslink appeared to be too big in the patient, it was decided to be removed using the removal driver. While operating crosslink removal, the tip of the driver broke and stuck into the x10 crosslink's set screw. The posterior plugs had to be removed to displace the rod that had the x10 crosslink attached. The rod implantation was started over. No crosslink was implanted in the patient. The rest of the procedure was completed without any other complications.